Event description:
Event description guidant received information that this easytrak 2 lead was an attempted implant due to placement difficulties. Placement of an easytrak 3 lead was then attempted utilizing a rapido catheter and stylet. However, fluoroscopy revealed a perforation and the lead was explanted.